Event description:
Removal of endosseous implant. Implant was placed in site #31 during a routine procedure on 6/3/94. A temporary crown was later placed on 1/10/95 and the final cast gold crown was placed on 1/18/95. According to the clinician, the implant later fractured approximately 3mm from the apex. Swelling was present at that time. The coronal portion of the implant was removed on 10/9/96, but the apical portion was unable to be retrieved at that time.

Manufacturer narrative:
Despite requests for additional info concerning the event, the clinician has not submitted the requested info. However, the co's evaluation of this event (based on existing info) gives the company cause to conclude that the event is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.